Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks ago prior to contacting lfs. The cca was advised the patient manages her diabetes with oral medication (type/ amount not specified). The patient stated she continued to take her usual dose of medications. At an unspecified time after the alleged issue begun, the patient claimed she felt symptoms of sweating and dizzy. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries were recently replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.